Event description:
Via spontaneous call, patient reported that she had to waste a dose of remodulin because when she was putting medicine into the cassette, it didn't go into the bag within the cassette. It went straight inside the cassette. Asked if perhaps there was a hole in the bag within the cassette. Patient is unsure. Per patient, she has enough remodulin and supplies to make new cassette. Per patient, faulty cassette lot# 4173642. Advised patient to notify pharmacy if she has any issues with other cassettes. No other information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion?yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.